Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 743 mg/dl. Customer had symptom of high blood glucose. Customer was hospitalized due to diabetic ketoacidosis and kidney failure. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.